Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6) old. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: shock reduction with multiple bursts of antitachycardia pacing therapies to treat fast ventricular tachyarrhythmias in patients with implantable cardioverter defibrillators: a (B)(4) study. Journal of cardiovascular electrophysiology. 2015;26(7):774-782. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that nine patients died during the course of the study. Causes of death were: progressive heart failure (4 patients), sudden death (1 patient), and non-cardiac causes (4 patients). The status of the devices is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Event description:
Additional information was received through follow up with the author who indicated that none of the deaths reported in the article were attributed to device dysfunction or performance issues.